Event description:
Same case as 2134265-2012-01774. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, deflation difficulties and balloon rupture occurred. During treatment of the arteriovenous graft, the physician advanced the 8x80mm gladiator balloon catheter to the graft; after multiple inflations to less than 20atms, there was difficulty getting the balloon to fully deflate. While attempting to retrieve the balloon through the sheath, the balloon ruptured circumferentially and part of the balloon became loose and remained in the patient. An attempt to retrieve the was unsuccessful. The patient returned the following day and another bsc balloon catheter was inserted and angioplastied the balloon material against the wall of the fistula. The catheter was removed without incident and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).